Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) ubd: 04-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via the company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that during the routine pump replacement procedure, the catheter needed to be partially expl anted/revised. Per the reporter, there were no patient symptoms reported. The cause for the issue was not determined. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved, and the patient was doing well. It was noted that the healthcare provider would not have any further information regarding the event.